Event description:
The customer reported the dxc 700 au clinical chemistry analyzer, generated erroneous low patient results for multiple chemistries which included bun urea nitrogen (bun), bicarbonate (co2), creatinine (cre), glucose (glu), albumin (alb), ethanol, ammonia (amm), sodium (na), potassium(k) and chloride (cl) with g flag. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided a verbal example for one (1) patient.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found internal leaks in the sample transfer unit. The fse determined the sample transfer assembly was the cause of the failure. The fse replaced the sample transfer assembly to resolve the issue. The fse performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the sample transfer assembly the beckman coulter identifier is (B)(4).